Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information received reported that the manufacturer representative did not have further information and had not heard from the patient or the physician; so they assumed the patient was fine at the time of report.

Event description:
Following a catheter revision, the patient has had persistent pain despite dosing increases. The last dosing change was (B)(6) 2014. The day of the report the hcp was attempting a refill of the pump and was having difficulty. The hcp reportedly was able to aspirate the reservoir but was unable to fill it. The expected reservoir volume was 1.6ml and the actual reservoir volume was 1ml. The hcp stated they used the manufacturers refill kit and was able to aspirate but now was unable to fill, ¿like an air lock¿, which had seen in the past with refilling the patient¿s pump. The kit tubing was patent as was the needle. The logs checked and no motor stalls seen. Lra alarm (low reservoir alarm) was occurring which started (B)(6) 2014 due to refill needed. On (B)(6) 2014, the patient was back in the clinic and they were attempting to refill the pump again. The pump was currently empty. The patient was under fluoro and the hcp had accessed the center port successfully. The hcp was unable to refill the pump again. The hcp had tried to aspirate several syringes of air and was currently holding the syringe back in an effort to release the reservoir valve. The hcp planned to try it for 5 minutes and if it still did not work may try to force a small amount of pfns using a small syringe. Per the hcp the cause of the event was build-up of pressure in pump. The hcp checked the pump, and attempted to withdraw from the pump for 1 minute, 2 minutes, 3 minutes x 2 then 5 minutes with no relief of pressure. Per the hcp the difficulty filling the pump was due to over pressurization, locked reservoir valve. There was no pocket fill. Per the hcp the pump was subsequently released with another attempt and was able to be refilled. The patient was receiving effective therapy and recovered without permanent impairment. The pump was used to deliver compounded morphine and compounded baclofen.